Event description:
It was reported that the patient had an infection at the ipg site and the physician was unable to determine the cause. The patient underwent an explant procedure and was prescribed with antibiotics. All device components were removed and discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7082550/7082920.